Event description:
During the atrial fibrillation procedure, a tamponade occurred during transseptal puncture with the needle resulting in cancellation of the procedure. When the patient became hypotensive an echo was done and the tamponade was noted in the aorta. A pericardiocentesis was done to stabilize the patient. The patient is recovering with no long term consequences. There were no alleged issues with any abbott products. The patient had a high bmi which may have contributed to the event.

Manufacturer narrative:
=The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.